Event description:
Same case as MDR ID#2134265-2014-04088. It was reported that stent damage occurred. The target lesion was located in the saphenous vein graft. Two 2.50x12mm promus premier stents were selected to treat the target lesion; however, both stents were unable to cross the lesion. When the devices were removed from the patient, it was noted that there were stent struts flared out on both stents. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the crimped stent found stent struts on the distal end of the crimped stent were distorted, stretched and lifted upwards from the stent profile. This type of damage is consistent with the stent encountering resistance when advancing/withdrawing (push/pull) at the lesion site. The bumper tip of the device showed no signs of damage to the tip. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found damage to the outer lumen proximal to the bi-component bond weld location. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID#2134265-2014-04088. It was reported that stent damage occurred. The target lesion was located in the saphenous vein graft. Two 2.50x12mm promus premier¿ stents were selected to treat the target lesion; however, both stents were unable to cross the lesion. When the devices were removed from the patient, it was noted that there were stent struts flared out on both stents. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
Device is combination product. (B)(4).